Event description:
Reported as "leaking access port. Upon port replacement, the dr noted that the leak was not at the port, but at the band. Lap band will be replaced at a later date".

Manufacturer narrative:
Taper ii: visual examination of the returned device determined the access port tubing connector to be a taper ii. The access port was returned and evaluated. The evaluation codes were not updated because the complaint is against the band and not the returned access port. The evaluation codes will be updated once the band is explanted and returned for evaluation. Analysis of the device noted damage from a sharp instrument to the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connetor and the port, not between the stainles steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."